Event description:
This system was explanted due to vegetative endocarditis on the atrial lead, close to the tricuspid valve. The extraction date was not reported and there is no indication of a new system being implanted at that time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.